Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances measuring greater than 2,500 ohms. There was also reported high thresholds along with oversensing that lead to inappropriate therapy. The patient was experiencing atrial fibrillation (af) with rapid ventricular response. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).